Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified specialty therapy set would not flow. It was further specified that the infusor was attached to a closed male luer. Apparently the patient returned with the device 24 hours later and the it was observed that the device had not infused. There was no patient injury or medical intervention associated with this event. No additional information is available.